Manufacturer narrative:
It is unknown if the device is returning for analysis. A follow-up report will be submitted with all additional relevant information

Event description:
It was reported that on (B)(6) 2019, an unknown size trifecta valve was implanted in the patient. On an unknown date in nov, a routine follow up echocardiogram found out the valve was not performing properly. On an unknown date in february 24, the valve got replaced.